Event description:
Dr reported ectopic pregnancy on (B)(6) 2013. Unable to obtain further information on pt status.

Manufacturer narrative:
Several attempts were made to obtain further information from the explant physician but no response has been received to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.